Event description:
Pt reports pump was messing during infusion. Pt stated pump stopped working after beeping on (B)(6) 2025. Home health rn tried to troubleshoot but it did not work and shows multiple errors, errors not provided. Pt reported they infused via gravity so they did not miss infusion but they do need a new pump. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 160mg. Gammagard liq soln indication: rheumatoid arthritis, unspecified; hypopituitarism. Did pt miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes is device associated with event available for return? - unknown.